Event description:
Malfunction: error message displayed: 'time out remote control', following by system shut down. A tech reported that the laser gave an error message and shut down. One procedure was delayed, but there was no pt impact.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site evaluation, the territory mgr (tm) was unable to duplicate the problem, but confirmed the event via the system's logfiles. To address this issue, the tm replaced the system laptop computer as a preventive measure, and successfully completed the system verification. Conclusion: based on the results of the investigation, the root-cause was a faulty laptop computer. (B) (4). (B) (4). (B) (4).